Manufacturer narrative:
The user reported receiving a low glucose event and provided the following example: (B)(6) 2025 at 5:02 am mt, sg below 65 mg/dl and bg 165 mg/dl. A review of the data management system (dms) showed that on (B)(6) 2025 at 7:02 am est, the user's sg was 67 mg/dl and bg was 165 mg/dl, and the sg was not trending toward the bg value. Alert history confirmed that the user received a low glucose alert at 6:55 am est when the sg fell below 65 mg/dl. The user did not seek medical treatment and managed the event by adjusting insulin delivery via their insulin pump based on the sg at the time. The user's hcp was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance. In an associated sensor inaccuracy case inclusive of this event, a review of the in-vivo data revealed transient optical instability during the reported timeframe, which was likely attributable to early wear-in adjustment of the system following insertion on (B)(6) 2025. The user was educated regarding early wear-in behavior, acknowledged the explanation, and expressed appreciation for the assistance. A review of 2 weeks' worth data (B)(6) 2025 post feedback was analyzed, and signals had stabilized and the user's system showed good agreement between bg and sg readings.

Event description:
Senseonics was made aware of an incident where the user reported a low glucose event and provided the following example: on (B)(6) 2025 at 5:02 am mt, the sensor glucose (sg) was reported as below 65 mg/dl while the blood glucose (bg) was 165 mg/dl. A review of the data management system (dms) confirmed that at 5:02 am mt the sg was 67 mg/dl and the bg was 165 mg/dl, and that the user received a low glucose alert at 4:55 am mt when the sg was 64 mg/dl. The user did not seek medical treatment and managed the event by adjusting insulin delivery via her insulin pump. The user's healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.